Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual and functional inspection of the returned instrument found that the front tab of the lever (B)(4), to which the locking piston attaches (B)(4) had fractured. It was noted, the fragmented piece and a few parts of the instrument were not returned for the exam. Hardness testing was performed and dimensional measurements taken / finding measurements within print specifications. This device is used for treatment. This instrument had an approximate field age of 21 months. It is not known how many times the device had been used since its date of manufacture. The reported issue was previously investigated and it was found that the lever was not appropriately designed to withstand the repeated loading stresses for at least 5 years. This device was manufactured prior to implementation of the re-design; therefore, a previously addressed design issue is considered as the root cause of the reported problem.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument's locking tab broke off during manipulation of the patient's knee in surgery.

Manufacturer narrative:
This report is being amended to reflect changes. (B)(4).

Event description:
(B)(4).